Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status during pre-implant interrogation. Additional information includes confirmation that this device additionally recorded a code 1003. This device was never attempted and is expected to be returned for analysis. No patient involvement.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status during pre-implant interrogation. This device was never attempted and is expected to be returned for analysis. No patient involvement.